Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization and readmission while on ilet therapy. Hyperglycemia requiring inpatient care and repeat admission is clinically significant and is consistent with the reported need for IV therapy and insulin injections. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user reported a possible underlying illness consistent with food poisoning, which may have contributed to elevated glucose levels. The device was removed during hospitalization and therapy was managed manually. Based on available information, no device malfunction was identified and the event is suspected to be attributed to non-device related factors, and the cause remains not established with respect to device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 26-mar-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia of unknown blood glucose (bg) value, resulting in hospitalization. The user was admitted on (B)(6) 2026, discharged on (B)(6) 2026, and subsequently required readmission the same day. The user was treated with IV therapy and insulin injections and was discharged on (B)(6) 2026. The user recovered and resumed ilet therapy.